Manufacturer narrative:
Pending evaluation.

Event description:
Patient was working out and stretching when he felt something happen in his shoulder. When doctor went and completed the surgery, he noticed that the humeral liner had become disassociated from the humeral adapter tray.

Manufacturer narrative:
(B2) outcomes attributed to adverse event: added check for hospitalization - initial or prolonged. (D4) expiration date: 29-mar-2021. (E3) occupation: physician. (E4) initial reporter also sent report to FDA?: no. (G5) PMA/510(k)number: k063569. (H3) the revision reported was likely the result of incomplete seating of the humeral liner in the humeral adapter tray, which may have been the result of retained biological matter on the locking button feature of the humeral liner, combined with bone impingement due to the patient¿s above average physical activity level, which led to disassociation of the humeral liner from the humeral adapter tray. (H4) device manufacture date: 05-apr-2016. (H6) evaluation codes: 1924, 2923. The following sections have corrected information: (b5) an 82 y/o, 5ft 11in, 192-pound male patient underwent implantation of an equinoxe on (B)(6) 2018. The patient is reported to be very active and works out in the gym regular; however, no heavy weight lifting. In (B)(6) 2019 the patient was working out and stretching when he felt ¿something happen in his shoulder¿. Two days later he saw the doctor and an x-ray revealed disassociation of the humeral liner. On (B)(6), the patient underwent revision surgery to replace the humeral adapter tray and liner to allow the patient to return to his activities of daily living. (Section f) please disregard f6 and f8. These were entered in error. (G4) date received by manufacturer ¿ date on initial submission should have been 11-apr-2019.

Event description:
An 82 y/o, 5ft 11in, 192-pound male patient underwent implantation of an equinoxe on (B)(6) 2018. The patient is reported to be very active and works out in the gym regular; however, no heavy weight lifting. In (B)(6) 2019 the patient was working out and stretching when he felt ¿something happen in his shoulder¿. Two days later he saw the doctor and an x-ray revealed disassociation of the humeral liner. On (B)(6), the patient underwent revision surgery to replace the humeral adapter tray and liner to allow the patient to return to his activities of daily living.